Event description:
It was reported that arteriotomy closure of a common femoral artery (cfa) was achieved uneventfully after a cardiac interventional procedure. Reportedly, the patient came back 10 days later complaining of leg pain. It was observed that thrombus at the access site was present (6.5 cm length). Reportedly, the thrombus was not pre-existing, it was formed at the site of the clip. An emergent thrombectomy was performed and it was observed that the clip was extra vascular; it was deployed properly, at the correct location, on top of the cfa. During the thrombectomy the clip was explanted. There was no reported adverse patient sequela. The event resulted in prolonged hospitalization. The technician who deployed the starclose se clip is reportedly trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). Patient reported to be (B)(6). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. Reviews of the lot history record and complaint handling database could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.